Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set leaked during priming. The location of the leak was not reported. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was returned and an evaluation is complete. Additionally, retained samples were evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was pressure tested underwater and noted a leak in the tube caused by a cut. Visual inspection of the retention samples were performed with no issues noted. The reported condition was verified in the actual sample. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.